Event description:
Device 3 of 3. Reference MFR report numbers: 1627487-2014-00120 and 1627487-2014-00121. The pt (B)(6) is implanted with an occipital nerve stimulation system for cluster headaches (off-label). The therapy system included two percutaneous leads from the same lot and two lead extension from different lots. It was reported one of the pt's leads and one of the extensions were explanted and replaced due to lead migration and a no stimulation condition.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.